Manufacturer narrative:
The log file of the affected device savina 300 was provided and analyzed in the course of the manufacturers investigation. Based on the log file analysis the reported error message could be confirmed indicating an unexpected device restart on (B)(6) 2020 at 04:50 p.m.. An internal deviation in the message handling system of the frontend processor software during the run time was identified to be the root cause of the event. A deviation within the electronic system will cause a software-controlled restart (reset) of the whole electronic system. The pneumatic system opens which reduces airway pressure to ambient pressure and spontaneous breathing is possible for the patient. This system-reset is combined with an audible and visible alarm of high priority. After approximately 12 seconds, the device continues ventilating the patient with the last settings in case this system-reset has solved the original deviation. The device reacted as specified to a detected internal deviation, generated corresponding alarms and the security software triggered a restart in order to remedy the issue. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that two error codes that came up while the vent was on a patient. There was no patient injury and the vent was removed from use. The unit did not stop ventilating. However, after the event, the rt bagged the patient until another ventilator was brought in and set up. The patient was on a tracheal cannula and awake at the time. There was no patient harm.